Manufacturer narrative:
It was reported via medwatch mw5097300, that during activation, a hot pack exploded in the face of the end-user. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that during activation, a hot pack exploded in the face of the end-user.